Event description:
Information was received indicating that a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube leaked 0.2mls following by another 0.2mls over the next 12 hours. Subsequently, the backup tracheostomy (trach) was required to be placed. There were no reported adverse patient effects.

Manufacturer narrative:
One infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it be damaged with cracked front and rear housing. The device was powered up and alarmed ec 1260 and ec 1261, confirming the customer's complaint. The root cause of the complaint was determined to be the circuit board which was then replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.